Manufacturer narrative:
H6 additional investigation type code: 4110. Corrections in a2 and g1. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, x-ray images were provided but the complaint is unrefuted for overcorrection as pre-op x-rays were not provided. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports (B)(4).

Event description:
It was reported that a tether patient had overcorrection of 11 degrees post-operatively. The surgeon believes the overcorrection was caused by the most proximal screws in the construct; the proximal curve was 30 degrees. A revision surgery was performed to remove the two setscrews from t5-6 and release the cord between t6-7 to prevent further overcorrection. This is report one of three for this event.

Manufacturer narrative:
Reference voluntary medwatch mw5149325 (attached) for this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tether patient had overcorrection of 11 degrees post-operatively. The surgeon believes the overcorrection was caused by the most proximal screws in the construct; the proximal curve was 30 degrees. A revision surgery was performed to remove the two setscrews from t5-6 and release the cord between t6-7 to prevent further overcorrection. This is report one of three for this event.